Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. Device evaluation of belt sn (B)(4) has been completed. The reported problem (cables heating up) was confirmed. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. There is no indication that the belt cables were heating up during use.

Event description:
A us distributor contacted zoll to report that a patient developed areas under the electrode cables that resembled burn marks. The patient's nurse indicated that the cables were heating causing the burn. The patient's nurse wrapped the electrode belt cables to prevent the patient's skin from contacting the cables. A zoll representative visited the patient to replace the electrode belt. The zoll representative indicated that the cables on the original belt did not feel warm.